Event description:
A report was received that the patient was having discomfort while charging the ipg. The patient underwent an ipg replacement procedure per physician's preference.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the sc-1132 (sn (B)(4)) returned was analyzed and no anomalies was found.

Event description:
A report was received that the patient was having discomfort while charging the ipg. The patient underwent an ipg replacement procedure per physician's preference.